Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer's sample pre-analytic details were ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys cea results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 656 ng/ml obtained from the aliquot. The repeated result was 4.95 ng/ml obtained from the aliquot. The sample was repeated again and the result was 4.92 ng/ml obtained from the primary tube after centrifugation. The reagent lot number is 568101. No incorrect results were reported outside of the laboratory.